Event description:
On (B)(6) 2009 pt reported he is having some issues with some infusion sets leaking. He stated the infusion sets are leaking from the luer lock. Pt reported he was not sure if luer was cracked or broken. Pt stated he just changed the infusion tubing to correct the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.